Event description:
Patient reported left side rupture (confirmed by physician). The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, d9, g2, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: - rupture: observed opening assessed as fold flaw opening. A missing piece of shell is assessed as inconclusive. As per the investigation procedure creases, wear abrasion, non-penetrating nick, were observed. None of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture with ultrasound. This record is for the left side. Device has been explanted and replaced.